Event description:
An apnea monitor allegedly failed to detect and audibly annunciate an alarm event during monitoring of an infant. A caregiver reportedly applied cardiopulmonary resuscitation (CPR) after finding the infant grayish and unresponsive, and the monitor in a non-alarm state. The following day the infant was admitted to a hospital, based on advisement of the infant's pediatrician. The infant was subsequently discharged (after an undisclosed amount of time) with no permanent harm or injury reported. The apnea monitor was received for investigation and passed all tests and checks used to insure safety and effectiveness (of this model of apnea monitor) after factory service is performed (and before a device is returned to customers for their use). The device detected all alarm conditions applied during testing and audibly annunciated them in accordance with FDA and industry standards for apnea monitors used in the home setting (at 93.8 db). Data downloaded from the monitor's memory revealed no patient events were recorded that coincided with the time of the reported event. This supports the claim made by the caregiver that the monitor was not in an alarm state when they observed the patient prior to the initiation of CPR. The monitor's memory revealed two patient events (that resulted in audible alarms) occurred three hours after the reported event and seven equipment events (including "loose lead" events, which resulted in audible alarms) in memory. While none of these events coincided with the event that led to this report, we believe they indicate that the monitor was operating as designed, alarming, and being responded to by a caregiver during monitoring of the affected patient, and furthermore, at the time of the reported event. Based on testing of the monitor and the downloaded memory, we believe the monitor was operating as designed, and that the infant's breath rate and heart rate (although they resulted in the infant appearing "grayish" and "non-responsive") had not violated any of the monitor's patient alarm parameter limits. Although we can not assert that the patient was or was not in an apneic or asystole condition when the caregiver performed CPR, we do believe that a patient's skin tone and level of responsiveness to stimulation (critical in clinical assessment) may in some cases change precursory to the level of change in a physiologic parameter required to violate an alarm limit setting. The patient's physiological condition, level of monitoring, alarm limit settings and the timing of "clinical observations" all affect and could result in situations where a caregiver visually observes external changes in a patient before the presentation of an event signified by a violation of an alarm limit setting. Additionally, in some cases physiologic conditions that result in changes in skin tone and responsiveness may improve without any intervention, based on physiologic responses of an infant (patient). Our product labeling asserts this point, stating that the monitor may not detect episodes of inadequate breathing, which in turn may affect the patient's skin tone and level of responsiveness (smartmonitor 2 international parent's guide, pn 1031814, rev. B, page number 3, warnings and cautions). We conclude this is what occurred during the reported event. Product labeling additionally provides the following warnings to a caregiver of a patient being monitored by the apnea monitor, which we believe adequately and appropriately describe inherent risks and requirements associated with apnea monitoring. Smartmonitor 2 may not be able to detect all episodes of inadequate breathing. If a baby has apnea due to choking (obstructive apnea), the monitor could mistake movement caused by choking for breathing. Smartmonitor 2 is a monitoring device only. It does not prevent the loss of breathing or heart activity, nor will it restore breathing or heart activity. It will not prevent death. Anyone using the smartmonitor 2 to monitor an infant should be trained in current infant cardiopulmonary resuscitation (CPR) which is a proper way to restore breathing and heart activity. Based on our investigation findings and all available data we believe the apnea monitor involved with this event operated as designed at the time of the reported event, and that further action is not appropriate.